Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.

Event description:
It was reported that, during a lap paraesophageal hernia repair procedure, circulating nurse reports that the devices faulted and indicated an instrument malfunction. Upon removal of the instrument from the trocar, the scrub nurse attempted to wipe the blade off with a gauze sponge, at which time the blade broke off. Another instrument was opened and the case completed without further incidence. There were no patient consequences.